Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) his onetouch delica lancing device does not fully penetrate the testing site. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue first occurred on (B)(6) 2013. The patient reported using oral medications with diet and exercise to manage his diabetes. The patient denied making any changes to his usual diet, activity level or medications on the day of the alleged issue. The patient reported on an unknown date and time, he developed symptoms of "unresponsive and sweaty." The patient reported he was treated in the emergency room (ER) on (B)(6) 2013 with "dextrose". The patient reported blood glucose readings of "180mg/dl" and "160mg/dl" were obtained on a hospital meter on (B)(6) 2013 and (B)(6) 2013 respectively. It is unclear if the blood glucose readings were obtained prior to or after treatment. At the time of troubleshooting, the cca confirmed there was no misuse of the product and this was the first time the product had been used. The cca was able to confirm the patient was using the correct testing technique to obtain the blood sample. The patient claimed the product was in use "a few months" prior to the alleged issue occurring. Replacement products were sent to the patient. This complaint is being reported as an adverse event because, the patient claims due to the alleged issue he was unable to test therefore delaying treatment and developed symptoms suggestive of severe hypoglycemia and required treatment in the ER.

Manufacturer narrative:
The lfs product has been requested for return to lifescan for evaluation. If the subject product is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the lancing device has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.